Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the 4 way valve not shifting. Additional malfunctions include the pm kit was dirty, and the sieve beds had low o2.